Event description:
The device leaked out the side after less than one day of use. Rptr states that the bags should last about 4-5 days. Rptr has been using this brand for awhile without problems. The rptr was "upset" because the event took place while she was at work. The rptr obtains the devices from a local distributor.